Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: pisces z quad; product ID: 389033 (lot: v000908); product type: 0200-lead; implant date: on (B)(6) 2006. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was caller reported they had a fall they think in 2015 or 2016 and "it" wasn't working well so they met with an mdt rep (name asked/unknown) and were told that one of the leads had disconnected. Patient stated they don't need the scs device anymore because they don't have anymore sciatica or whatever, but they are currently going through breast cancer treatment and are scheduled for a bilateral mastectomy and then will be having an MRI every couple of years. Patient stated they know they are not eligible for a full body MRI and inquired as to whether removing the ins would allow for this. Agent reviewed information regarding leads and redirected to hcp to discuss possibility of full system removal.